Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple episodes of non-sustained right ventricular oversensing was noted on a merlin.net transmission. It was suspected that these episodes are due to post-sensed t- wave oversensing. Review of session records noted that these episodes were not true post-sensed t-wave oversensing. The episodes occurred only during triggered pacing in an auto mode switch (ams) episode. Programming and performing an induction test were discussed. No further information available.